Event description:
The pump was returned for investigation. Evaluation revealed that there was contamination found under the buttons. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the keypad is peeling from the base. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The contrast key is not working properly. The up, down and ok keys are working appropriately. Evaluation also revealed that there was contamination found under all key contacts. The battery cap was damaged with stripped threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).